Manufacturer narrative:
Summary of analysis: the polyurethane tubing insulating the individual coils from the connector boots to the bifurcation was cracked due to environmental stress cracking. This exposed both coils and resulted in the observed low impedance. The lead was implanted for more than 13 yrs.

Event description:
The reporter indicated that during an explant, insulation degradation of the lead was observed. The lead impedance was found to be less than 200 ohms. The proximal end of the lead was returned.